Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 95.5 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was refilled with a concentration change earlier today (B)(6) 2022 and they forgot to make the change. Technical services reviewed steps to correct the drug information and program a modified bridge bolus using the 8840 clinician programmer. The troubleshooting steps that were taken on the call resolved the issue. No symptoms/patient complications were reported.